Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a trupulse generator and there was a burning smell coming out of the console. Device evaluation details: technical services performed remote evaluation of the device and then the system was sent to a repair site for maintenance. The work order service report was sent to johnson & johnson medtec. During the remote evaluation, the "error 103" that was reported was not reproduced as this issue was resolved by rebooting the trupulse generator. Then, the system was sent for maintenance and the service could not be completed due to a detected burning smell coming from the console was. The defective console was replaced to make the generator functional before returning the system to the customer. The manufacturer did not perform further analysis on the defective console at this time, so a potential cause cannot be determined with the information available. A device history record evaluation was performed for the finished device number, and no internal action related to the reported condition were identified. As part of the quality process, the devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a trupulse generator and there was a burning smell coming out of the console. It was initially reported by the customer that during the procedure they had an ¿error 103", electrodes 2 no responses ". They rebooted the system 3 time which fixed the issue. The case completed. There were no patient consequences. There was a 10 minute procedural delay. The customer's reported error code issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 11-nov-2025, additional information was received indicating the system repair was incomplete due to the console burning out. A burning smell was coming out of the console during the validation of the calibration. Based on this information received, the event was assessed as an MDR reportable malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).